Event description:
The pt's seizures (myoclonic seizures, atonic seizures, tonic-clonic seizures and atypical seizures) were noted as increasing at the 6-month and 1-year follow-up visits. A search performed in the manufacturer's programming history indicated that the device was performing within normal limits. Good faith attempts to obtain additional info have been unsuccessful to date.